Event description:
Unable to obtain add'l info with info blackened out. Device serial number needed to look at device records. Unknonw if device has been returned for analysis without device serial number.